Manufacturer narrative:
Date of implant/explant is not known. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter telephone not available for reporting. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient was implanted with the trochanteric fixation nail advanced (tfna) nail, helical blade, and distal locking screw on an unknown date. On unknown date it was determined that the tfna nail was broken at the junction between the nail and the blade. Patient was returned to surgery on unknown date and was revised to another tfna construct. It was unknown if there was a surgical delay. Patient and procedure outcome were unknown. Concomitant devices reported: tfna helical blade (part number unknown, lot number unknown, quantity 1), distal locking screw (part number unknown, lot number unknown, quantity unknown) . This report is for one (1) 12mm 130 degree tfna nail. This is report 1 of 1 for (B)(4).